Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified a longitudinal tear in the balloon. The tear stretched from the proximal end of the proximal markerband to 1.5cm in length, distally along the balloon. A visual and microscopic examination found no damage to the proximal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt of the left forearm. A 5.0 x 40, 40cm mustang(tm) balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed. No patient complications were reported and the patient's status was good.